Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black split hood. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the eyepiece funnel is broken, and lens is broken in the optical system. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.